Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user began ilet pump therapy but reported that the device was not charging. The agent instructed the user to disconnect the ilet from the charging pad and reconnect it. The user confirmed a green light appeared and charging resumed normally. The user reported a bg of 300 mg/dl at the time, which improved after continuing ilet insulin therapy. No symptoms, medical intervention, or outside assistance were reported.